Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (25j055av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy to treat an acute ischemic stroke (ais) event, devices were used in accordance with their instructions for use (ifus). During the insertion of the 5mm x 37mm embotrap iii revascularization device (et309537 / 25j055av), resistance was felt at the hub of the concomitant headway® microcatheter (terumo neuro). Continuous flush was maintained. Upon removal, the stent body was found to be deformed. The embotrap iii device was replaced, ¿which could be used with the same microcatheter without any problems. The procedure was successfully completed.¿ there was no negative impact on the patient. On 18-jan-2026, additional information was received. The information indicated that the replacement stent was another 5mm x 37mm embotrap iii (et309537).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-feb-2026. [Additional information]: on 02-feb-2026, additional information was received. Per the information, the mechanical thrombectomy procedure was targeting an occlusion in the m1 segment of the middle cerebral artery (mca). The reported issue occurred before the first pass was made. The complaint device was not used; it made no passes. The reported issue did not result in any clinically significant delay in the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.